Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high due to having a spinal block with cortisone. The blood glucose reading was 415 mg/dl. The customer was assisted with setting up the temporary basal rate.